Manufacturer narrative:
Analysis of the submitted system controller log file confirmed several pump stoppage events on (B)(6) 2017 while the system was operating on battery power. Based on past experience with the device and similar reported events, motor stops corresponding to driveline disconnect alarms can be indicative of driveline damage; however, a specific cause for these findings could not be conclusively determined through this evaluation as the device was not returned for analysis. Furthermore, a correlation between the device and the reported cerebral vascular accident could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previously reported suspected driveline compromise was reported under medwatch MFR report # 2916596-2014-02184. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 11 months. It was reported that the pump would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2017, the patient¿s system controller produced a driveline disconnected/red heart alarm. Due to a previously reported suspected driveline compromise, the patient had been using an ungrounded power module patient cable. The system controller log file reviewed by manufacturer¿s technical services representative revealed elevated pump power consumption and a potential broken driveline wire. On (B)(6) 2017, it was reported by the surgeon that the patient expired due to a cerebrovascular accident that was possible related to a pump stoppage event. Additional details were not provided.